Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Evaluation: the analysis results found that the device was returned with no damage in the external components. In an attempt to replicate the reported incident, the provided device was activated manually and straps were delivered properly. The device trigger was locked as normal process. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. No conclusion could be reached as to what may have caused the reported incident. Additional information: additional information was requested and the following was obtained: you noted that a white piece of plastic was found in the patients cavity. Can you please confirm if this was the white cannula cap located at the shaft of the device? No, I don't believe the piece of white plastic found in the patient was the white cannula cap. It was indicated that the white piece was retrieved, will that be returned for investigation with the remainder of the device? Yes, white piece of plastic will be returned in the shipper with the device.

Event description:
It was reported that a patient underwent a laparoscopic inguinal hernia repair on (B)(6) 2019 and the absorbable straps were used. During surgery, the doctor was firing the device two or three times and the resident noticed a small piece of white plastic in the patient. The white plastic piece was retrieved and a second like device was opened and used to complete the procedure. There were no patient consequences reported.